Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with premature battery depletion. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device was fully functional with nominal system current drain (cd) when powered by an external supply. No hybrid or battery anomalies were observed. If information is provided in the future, a supplemental report will be issued.